Event description:
The affiliate reported a customer who experienced "after sterrad nx sterilization cycle, several new cystoscopes "karl storz" (never used) suffered damage, in particular the tearing/puncturing of the sheath and, in only two cases, the breakage of the valve on the handle occurred. The cystoscopes were sterilized following the indications given by the MFR." Per the affiliate: these complaints relate to problems with the reprocessing of instruments. The devices were not used on patients.

Manufacturer narrative:
Conclusion: the reported issue has been documented into asp's complaint system for tracking and trending purposes. As mfrs introduce new technologies and make materials, mfg and repair process changes to their devices, asp does not have the means to provide up-to-date info related to specific brands and models for medical devices that may be processed in the sterrad systems. Asp may work with specific device mfrs to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the stearrad systems is ultimately the decision of the device MFR. A CAPA was initiated and a customer letter was sent to all sterrad systems users to directly contact the device MFR regarding material compatibility, and functional performance questions of the device with the sterrad systems. Reference MDR 2084725-2008-00753.